Event description:
The customer reported poor image quality. Customer completed case. No pt harmed. Small delay in case.

Manufacturer narrative:
The service rep found overload fault error in generator log. Regreased hi-volt connectors. System passed filament calibration. System operating as intended.